Event description:
Drive devilbiss healthcare was notified by a letter from an attorney stating that the end user was injured when the raised toilet seat collapsed. The end user sustained a hip fracture. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.